Event description:
Reportedly, on (B)(6) 2024, an infection relative to the implanted system was reported by the center. One other non-microport lead was also explanted.

Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures. Paradym rf vr (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 18 november 2013, use before date: 18 december 2014, sterilization lot: 2779 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, on (B)(6)2024, an infection relative to the implanted system was reported by the center. One other non-microport lead was also explanted.

Manufacturer narrative:
Investigation of sterlization process is ongoing. Conclusion is not yet available.